Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2010. According to the complainant, the autotome was advanced down the scope and positioned within the common bile duct to perform a sphincterotomy. The physician bowed the cut wire of the sphincterotome however, at this time, the cut wire broke. The proximal end of the cut wire detached from the plastic catheter. The distal end of the cut wire remained attached to the catheter. The entire autotome device was removed from the patient. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp)procedure performed on (B)(6), 2010 according to the complainant, the autotome was advanced down the scope and positioned within the common bile duct to perform a sphincterotomy. The physician bowed the cut wire of the sphincterotome however, at this time, the cut wire broke. The proximal end of the cut wire detached from the plastic catheter. The distal end of the cut wire remained attached to the catheter. The entire autotome device was removed from the patient. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient weight unknown. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
A visual examination revealed that the working length was twisted and the exposed cut wire was broken. The broken section of the exposed cutting wire had retracted inside the lumen of the extrusion through the proximal pierce hole and the other broken section of the exposed cut wire was attached to the anchor at the distal pierce hole. During analysis, the retracted cutting wire was pushed out of the extrusion through the proximal pierce hole. The cutting wire was discolored from usage and the broken ends of the cutting wire appeared burnt/blackened. The od of the exposed cut wire was measured and meets the od specification. The condition of the returned unit was consistent with the complaint incident that the cutting wire broke. The broken sections of the cut wire remained attached to the device. The most probable root cause is operational context.